Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that there has been a 3rd incident involving an a 1059 skull clamp where there was an injury to the patient. This is the 3rd incident over the past couple of months involving the same surgeon. Linked to mfg. Report number 3004608878-2014-00135 and 3004608878-2014-00136. The patient was flipped into a prone position and the patient's head appeared to have slipped downward out of the pins and they complained that the torque knob had lost pressure down to 40 lbs. The patient sustained a laceration on the left posterior portion of the head approximately 2 inches in length that required suturing. Adult disposable pins were used. The integra territory sales manager has approached the surgeon and is planning to attend his next surgical case. Additional information has been requested and on 09/24/2014, the following was provided: a (B)(6) female patient underwent a c3-c7 posterior decompression instrumentation and fusion. Patient positioning was reported as supine, flipped, then the surgical team were ready to position for the final surgical approach. The surgery was not performed with a stereotaxy device. The length of time the product was in use before the event occurred was less than five minutes. The skull clamp was replaced due to the large laceration and unstable head fixation. Patient outcome was good.